Event description:
On (B)(6) 2012, pt reported the check button on the infusion device is defective. Pt reported the protective rubber is torn off the infusion device in the area of the check button. This was first noticed a few months before the date of the report. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for eval.